Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 19.5 mmol/l at the time of incident and the current blood glucose level was 12.5 mmol/l. Customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer does not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The customer stated the large air bubbles were noticed in the reservoir, approximate size of air bubbles was one third of an inch. Advise to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. The reservoir will not be returned for analysis.